Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error. Customer's blood glucose level was unknown. Customer reported that insulin pump cosmetic damage crack on the screen. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Insulin pump received with broken battery tube threads, minor scratched lcd window and cracked case display window corner. (B)(4).